Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 needed to be replaced, as the drawer was broken. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half height drawer 4.1 drawer rails, position sensor and retractor band was faulty. A field service engineer replaced the drawer rails, position sensor and the retractor band the issue was resolved. The system functioned as intended after the field service engineer repaired the device.